Event description:
Customer reported via phone call that they received a button error alarm. The insulin pump will be replaced. The blood glucose reading is 168 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.